Event description:
A customer contacted baxter's tech service ctr regarding difficulty breathing during dwell 2 of homechoice peritoneal dialysis therapy. The baxter tech service rep (tsr) assisted the home patient to bypass to the drain cycle. The home patient began to breathe easier after draining 500 ml of solution. The home patient drained a total of 2721ml during the drain. The patient's fill volume is 2000ml. The home patient stated that the machine is functioning correctly and did not want to return the machine for evaluation. She believes she may get too much solution in her prescription or have fibrin problems. No patient injury or medical intervention was reported. A follow up call was made to the home patient's nurse regarding this incident. The nurse stated that a midday exchange had been added to the patient's prescription just before this incident occurred. The patient was not having enough fluid removed during the night therapy and needed an extra exchange. The patient was non-compliant and was not performing the midday exchange. Patient also has a history of catheter problems (patient tends to lie on her catheter at night) which prevents her from draining all the way. At this point, the patient has been instructed to call the dialysis center when she starts each therapy (midday and night) to review set up and to review the numbers for the previous therapy. No changes have been made to programming, but may be considered in the future depending on how the patient responds to the midday exchange. There was no patient injury or medical intervention.